Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and that there was moisture behind the screen after the customer went swimming while the device was attached. The customer's blood glucose was unknown. The customer also received the unexpected restart alarm, but the alarms could not be cleared. The customer stated that none of the buttons were working. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, error test and off no power test. No battery out limit alarm and no blank display. The insulin pump was received intermittent button response due to corroded keypad traces. No moisture damage found inside the insulin pump. The insulin pump was received cracked case at display window corner, cracked battery tube threads and reservoir tube lip.